Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not power on. Upon evaluation, the power cord appeared to have bite marks which damaged the wiring. The cause of the inability to power on is the damaged cord and wiring. The root cause of the damaged cord and wiring is physical abuse. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charging indicating that it would not power on.